Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to verify the reported issue. The user interface pcb assembly was replaced, which resolved the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.  Physio further examined the removed user interface pcb assembly and determined that the cause of the reported issue was due to corrupt memory.

Event description:
The customer contacted physio-control to report that the service indicator on their device is present and the device will not complete the boot up process and displays a white screen. There was no patient use associated with the reported event. ¿